Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The pacemaker was interrogated and the battery status ok was displayed, indicating a charged battery. Inspection of the device memory content revealed that no acceptable pacing impedance values were measured in the rv channel during aid, both in unipolar and bipolar configurations. Otherwise, no peculiarities were noted. The header of the device was thoroughly inspected. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. The spring element of the pacemaker did not show any deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The impedance measurement functions worked as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. Nothing was found during analysis which might have led to the reported event. The analysis did not show any deviations from the technical specifications, neither revealed any sign of a material or manufacturing problem.

Event description:
The pacemaker was explanted because the screw mechanism on the header did not work causing no sensing, no threshold and no impedance. No adverse patient events were reported. Should additional information be received, this file will be update.